Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID 3531, serial# unknown, product type: external neurostimulator. (B)(4).

Event description:
A trial patient reported he is experiencing pain at the incision site and he noted he is unsure if it is related to the device or from previous back/muscle damage. A patient reported later as he pulled his pants down, he accidentally pulled the external neurostimulator (ens) along with the lead. The patient noted that about 1.5 inches of the lead pulled out. The patient stated the stimulation does not feel the same as it did before he pulled the lead. The patient reported feeling a headache when adjusting stimulation and then when they decreased the stimulation he no longer felt a headache.